Event description:
The initial reporter stated that the pump no flow out alarm did not function as expected. It failed to alarm. The initial reporter stated that the complaint had occurred during testing and had not had any affect an a patient. [Complaint-(B)(4)].

Manufacturer narrative:
The pump was returned to mmdg for evaluation. A DHR review was completed and found no non conformances. During the investigation mmdg found that the pump pcb board had failed, and while the no flow out alarm operated as expected, the load set alarm failed. The pump was serviced to correct the issue.